Event description:
A revision surgery was reported due to the implant coming out of the bone. The customer reports the implant was exposed through the left nostril and the patient experienced swelling in the right nostril.

Manufacturer narrative:
The warning in the package insert states "bending, fracture, loosening, rubbing, and migration of the devices can occur as a result of excessive activity, trauma or load bearing" are possible adverse effects. Review of device history records show that lot released with no recorded anomaly or deviation. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.